Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 288 mg/dl, 140 mg/dl. Tests were done less than 10 minutes apart with a difference of 61%. Patient did not experience any adverse events. No further information has been reported.